Manufacturer narrative:
This is related to MDR report number 3011632150-2024-00007. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR report number 3011632150-2024-00007. The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with two 7.0 x 150 mm biomimics 3d (bm3d) stents in the left leg to treat a denovo lesion in the superficial femoral artery (sfa) ostial to sfa distal third. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. On (B)(6) 2022, a restenosis of the treated segment (target lesion) was identified. It was reported as possibly related to the device but not related to the procedure. The outcome was reported as resolved/recovered. It required a percutaneous intervention. The event was treated on (B)(6) 2022. This involved drug drug-coated balloon / drug-eluting balloon (dcb/deb), pta/standard balloon angioplasty and laser atherectomy on the sfa proximal third to the sfa distal third. It was target lesion related and resulted in target lesion revascularization (tlr) and target vessel revascularization (tvr). The devices remain implanted.

Event description:
This is related to MDR report number 3011632150-2024-00007. The patient was treated as part of the mimics 3d USA post-market observational study. On 11-may-21, the patient was implanted with two 7.0 x 150 mm biomimics 3d (bm3d) stents in the left leg to treat a denovo lesion in the superficial femoral artery (sfa) ostial to sfa distal third. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. On 21-nov-22, a restenosis of the treated segment (target lesion) was identified. It was reported as possibly related to the device but not related to the procedure. The outcome was reported as resolved/recovered. It required a percutaneous intervention. The event was treated on 09-dec-22. This involved drug drug-coated balloon / drug-eluting balloon (dcb/deb), pta/standard balloon angioplasty and laser atherectomy on the sfa proximal third to the sfa distal third. It was target lesion related and resulted in target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The devices remain implanted. Additional information reviewed by veryan on 13-may-24 included the clinical events committee (cec) adjudication of this event. It was considered not related to the devices. This event was the second such event of restenosis in the treated segment that required a tlr. As the segment had already been repeatedly manipulated as part of previous target lesion revascularisation (tlr) intervention, the relationship was most likely due to progression of the disease. The previous restenosis event was reported in MDR reports 3011632150-2022-00054 and 3011632150-2022-00055.

Manufacturer narrative:
This is related to MDR report number 3011632150-2024-00007. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is a known patient effect of peripheral stenting procedures and is listed in the bm3d instructions for use (IFU). There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with additional information, sections g.6. And h.2. Were updated to reflect the type of report (follow-up 01) and the reason and section h.11. Was updated to reflect the sections in this report that have changed.